Manufacturer narrative:
A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Rmas issued. Three replacement pcba battery chargers and a pcba motor battery charger shipped to site (B)(6) 2014. Three battery charger boards were replaced to resolve the reported issue.

Event description:
A site biomed representative reported that, while in a spine procedure, there was a burning smell coming from the o-arm 1000 imaging system. No further details regarding the odor were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Three components of the power control board assembly were returned to the manufacturer for analysis. All three components were found to have an electrical failure mode. The reported event was confirmed. The parts were replaced at the site and the device was found to be fully functional.